Event description:
It was reported that the burr became stuck with the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, while advancing prior to the lesion, it was noted that the guiding was not supporting. After several attempts, the burr became stuck on wire. Both devices were removed together and intact from the patient and the procedure was cancelled as patient was referred for coronary artery bypass graft. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the guidewire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. A 1.25mm rotalink burr and a 330cm rotawire were selected for use. During the procedure, while advancing prior to the lesion, it was noted that the guiding was not supporting. After several attempts, the burr became stuck on wire. Both devices were removed together and intact from the patient and the procedure was cancelled as patient was referred for coronary artery bypass graft. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the damaged annulus of the rotalink burr catheter. No other issues were identified during the product analysis.